Event description:
It was reported that the micro sagittal saw overheated during testing at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that part of the ball bearing was broken off and stuck in between the front housing and the yoke and there was debris in the sag head.